Manufacturer narrative:
(B)(4). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a glenoid metal impactor was found broken following the case during cleaning in the sterile processing department. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.